Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post-paced t wave oversensing was observed. Programming changes were made. Patient will continue to be monitored.